Event description:
It was reported that the right ventricular (rv) lead alerted for an out of range pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.